Manufacturer narrative:
The investigation for the high purge pressure, low pump flow, thrombus, and thrombocytopenia has been completed. Without additional clinical details, the root cause of the thrombus and thrombocytopenia could not be determined. However, data logs were reviewed for the high purge pressure (hpp or pp) and the low pump flow which showed that there was purge system blocked alarms where pp rose for 53 minutes and resolved with a bag change. There were no motor current spikes or changes in flow before this. About 26 hours after, purge pressure began to rise over the span of about 21 hours to about 900mmhg and then slowly began to decrease as there was noted to be tissue plasminogen activator in the purge at this point. About 20 hours later there was a motor current spike but no changes in purge pressure or flows. Purge pressure remained stable for the duration of the case. There were no long bag/cassette changes. The data logs further show that pump flows were within specification until about 125 hours in when there was a spike in motor current and ps followed by a reduced pulstaility and lower pump flows. The clinical stated that there was a visible clot seen near the motor. The pump was returned and there were no cannula kinks seen. Biomaterial was seen around the impeller. The pump was run and flows were slightly saturated due to the biomaterial. Based on the data log and returned product analysis, the root cause of the low pump flow is most likely due to ingested biomaterial. Based on the data log and returned product analysis, the root cause of the high purge pressure events throughout support are most likely due to biomaterial.

Event description:
The user facility reported that multiple complications were encountered during impella rp flex support. Two days into support, the registered nurse noted a decrease in the purge flow rate. The purge cassette was replaced, but the issue remained. Tissue plasminogen activator was then added to the purge and the flow rate improved. The staff reported that it appeared as if a clot had been ingested, leading to the purge flow issues. The patient then developed heparin induced thrombocytopenia. Heparin was stopped and agatroban was initiated in response to the condition. In addition, the flow rate of the pump dropped. A clot was seen near the motor at the time of the decrease in flow. Per advice from the staff, the pump was explanted the following day. Patient survived

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller. Section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿